Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-00632, 1221359-2022-00633, 1221359-2022-00634, 1221359-2022-00635, 1221359-2022-00636, 1221359-2022-00637, 1221359-2022-00639, 1221359-2022-00640, 1221359-2022-00642, 1221359-2022-00643, 1221359-2022-00644, 1221359-2022-00645, 1221359-2022-00646, 1221359-2022-00647.

Event description:
The customer reported false positive results with the binaxnow covid-19 ag card test for multiple tests. This MFR. Report addresses test 9 of 15. The customer reported a false positive result with the binaxnow covid-19 ag card test performed on (B)(6) 2021 on a nasal sample swab. Repeat testing was not performed. Pcr confirmation testing with a perkinelmer platform was performed and generated a negative result. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Tested the binaxnow covid-19 ag card retain kit lot 132164 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false positive results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-000 lot 132164 and device part number 195-430h / lot 129781a. Quality control release testing met specifications and there were no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4).. Based on the evidence available, it indicates that this device lot is performing within label claims. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.